Manufacturer narrative:
Expiration date - unk. (B)(4) - blurred vision; irritation. Device evaluated by manufacturer? No. Lens was not returned. (B)(4).

Event description:
The patient reported having an icl implantable collamer lens implanted in his left eye (os). The patient reported had a feeling of irritation, like a painful scratch and also had blurry vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly the patient is experiencing subjective visual disturbances ("blurry vision" and "irritation/painful scratch") following icl implantation. No report of secondary surgically or medically intervention performed and no report of bcva loss. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that " patients with higher degrees of myopia experience lower efficacy and higher rates of adverse events and complications." However, the provided information is insufficient to determine definite cause of the event since patient related factors (e.g. Expectations, age, dry eye syndrome, anatomy) and/or procedure related factors (aimed refractive target, suture placement) could have caused/contributed to the event. Reassessment will be performed when (if) additional information is obtained from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Conclusions: no conclusion can be drawn: based on the complaint history and medical review, a specific root cause of the event could not be determined. (B)(4).